Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the field service engineer (fse), the flow transducer test failed during pre-use check. According to the information provided, the air gas module was checked and replaced to resolve the issue. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The replaced air gas module was not returned to us for further investigation, hence the root cause was not determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).